Event description:
It was reported that during an intervention on the superior mesenteric artery the stent was deployed without complication. The balloon was then deflated. When trying to remove the balloon shaft from within the sheath the physician had difficulty. The physician used force and the inflation port snapped off the catheter shaft. The physician was able to remove the balloon and catheter without further difficulty.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.